Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that the rubber stopper was missing from the haemoguard cap. This affected 4 tubes. No patient impact.

Manufacturer narrative:
Investigation summary: bd received 8 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.